Manufacturer narrative:
On 1/29/2024 - the consumer provided the device to manufacturer. The investigation is underway. A supplemental emdr will be submitted once the investigation is complete which will include the manufacturers conclusion.

Event description:
On 1/29/2024 - the consumer claims the device shorted out and burned through his wives sweatshirt. As a result, the consumers wife had a small red mark and burn on her back. Also burned a whole in their couch. The consumer provided the device and an investigation is underway.

Manufacturer narrative:
(B)(6) 2024 - the consumer provided the device to the manufacturer. The investigation is underway. A supplemental emdr will be submitted once the investigation is complete which will include the manufacturers conclusion. (B)(6) 2024 - the investigation was completed. Below is the manufacturers narrative: manufactuers narrative: consumer claims the unit burned a hole in his wifes sweater and couch. Wife has small red mark on her back. No medical attention required. A burn hole was apparent on review. The hole caused the wiring to open - preventing the unit from turning on. No testing was possible. Unit was in non-working condition on receipt. As the photos show, the area around the burn hole was folded and not used correctly. The other photos show proper condition being flat and without creas. Ib specifically states to lay the pad "over" the part to be treated. This will keep the heating pad flat which is it's best working condition. I have added a copy of the ib.

Event description:
(B)(6) 2024 - the consumer cliams the device shorted out and burned through his wifes sweatshirt. As a result, the consumers wife had a small red mark and burn on her back. The consumer provided the device and the investigation is underway.